Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/5 of automated peritoneal dialysis therapy. Reportedly, the home patient disconnected transfer set from the patient line of the homechoice set during dwell 4/5. The home patient then reconnected to the setup. Baxter's technical service center assisted the home patient in ending their therapy early. No patient injury or medical intervention was associated with this incident per the home patient.